Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on stored electrograms (egms). The atrial lead was explanted and replaced. No p atient complications have been reported as a result of this event.